Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for residual limb pain after amputation of her lower leg. It was reported that the patient experienced more pain (immediately has more pain) at >90% battery since march. It was noted that the patient has started to move and walk more. When the patient gets more pain, always sees that the battery has only 90% or less capacity left. Once the ins gets recharged, the system has a better effect. Only between 90 and 100% full, ins has good results. The battery is less than 2 years in. Impedance measurements were good. Device settings are: program b.1: 2+ 3- 6+ 7-, pw 500, freq 50, ampl 0.6. Program b.2: 2+ 3- 6+ 7-, pw 500, freq 50, ampl 0.6 program b.3: 2+ 3- 6+ 7-, pw 500, freq 50, ampl 0.6 program c: 2+ 3- 6+ 7-, pw240, freq 50, ampl 0.8 the patient uses program c. Every 3-4 days the patient recharges the ins, each time from 90 to 100%. When calculated, ins gives a charging interval of 31 days. The patient does not get a notification when trying to increase amplitude with reduced therapy. It was possible to increase the amplitude from the set 0.8ma to 1.8-2.0. Patient doesn't go any further because it would be unpleasant. But it can be increased when the ins reaches the 90% battery level. There was no out of regulation (oor) notification and no notifications that stimulation was below the requested settings. The rep thought it might help to put a plus on e5 for the program c2 as the rep didn't think e1 was useful because that electrode has a high impedance. Impedances with electrode 2 and 0 was 15 ,420 ohms, electrode 2 and 1 was 15,830 ohms, electrode 2 and 4 was 4,140 ohms, electrode 2 and 5 was 4,180 ohms, electrode 2 and 6 was 4,300 ohms. The rep also enabled the possibility to adjust the pulse width. This was in the hope that by adjusting the pulse width and possibly lowering the amplitude slightly, they might be able to lower the limit of that 90%. With the idea that a pulse with a larger width mi ght give just a little more effect. The cause was unknown. Reprogramming will be performed. Issue was not resolved.

Manufacturer narrative:
H6 correction, additional code added per allegations that was not originally added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a manufacturer representative (rep) asked about a patient who claims to get under-stimulated when their battery goes from 100% to 90%. This was the second implanted device the patient has had, and they had a similar problem before. The rep was going to see the patient in clinic and was asking for advice. It was discussed about checking settings to look for an out of regulation (oor) message, and also checking impedances, looking for a possible integrity issue. The issue has not resolved. Additional information was received. It was confirmed that this event was previously reported (merging file). It was confirmed that the patient has 2 quad lead, model and serial # unknown. Regarding cause, the patient does feel the stimulation and does not report any change in the feeling, but pain breaks through after 1 and a half day, and then when the patient checks the ins battery level it is on 90%, upon charging back towards 100%, the pain is reduced again. But the stimulation was felt the same way (for both 90% and 100% battery level). Impedances were within normal range, and no oor message or other error codes were seen. They are currently gathering attached information and contacting technical services to see if anything can be done to solve this issue. Not visible in the session report, the rep created/programmed a program a (empty in session report) in which they separated the programs for both leads. In program c, which was used exclusively, they are for both leads in 1 program. So, the rep has programmed a1 with 3- 2+ on 0.4ma, 260us and 40 hz and a2 with 7- 6+ on 0.4ma, 260us and 40hz. Hereby they gave the patient the advice to play with the amplitudes, in a way to see if differentiating between the two programs, the boundary of effectivity can be increased. Logs rec¿d. Additional information was received from technical services (ts) regarding the rec¿d reports. Ts reviewed the history of the previous ins and the current one, and in all instances, they saw that investigations led to an unknown issue. After discussing the case with the team, we have some insights to share that might be helpful. Please find them below. Firstly, the ins is not expected to perform differently at varying charge levels, especially at low amplitudes and high battery levels, as seen in this case. Typically, battery level only affects stimulation output when the settings are higher than what the battery can handle, which usually triggers an out of regulation (oor) condition. Ts wants to note that no oor events were reported in this case. Ts understand the ins was previously replaced due to suspected malfunction (as the patient noticed changes below 60% battery), but testing showed no issues with the battery. These observations lead ts to think that the battery was not the source of the issue in this case. On another hand, looking at the reports that were shared, ts can see that the patient keeps the battery level above 90% almost all the time. This makes it challenging to assess what changes might occur when the battery drops below 90%, assuming this is the issue. It is important to consider that the ins is most likely not causing the issues in this case. Therefore, we might suspect there could be an issue with the rest of the system. While the report shows stable and within-range impedances, note that integrity issues might not always appear in impedance testing. Ts understands that the patient has two pisces leads, a pocket adapter, extensions, and abandoned parts in the system. Ts noticed there were impedance issues in the past reports, but these seem resolved now, possibly due to a lead change. Additional information was received. Serial number and ins model provided / updated. Testing below 90% has not been performed as the patient does not want to have the battery dropped to that point. The rep checked explicitly how the pt did experience the stimulation when the battery dropped from 100% to 90%; the patient indicated that the feeling of the stimulation does not change when the battery percentage drops. The rep discussed this with the patient that this is evidence for us that the output of the battery does not change and thus that the battery percentage dropping from 100 to 90% cannot be the reason for the pain breaking through. When the pt feels the stimulation constantly, the battery keeps delivering its energy. Regarding if the patient had been reprogrammed, it was not visible in the session report was that they created/programmed a program a (empty in session report) in which they separated the programs for both leads. In program c, which was used exclusively, they are for both leads in program 1. So, on (B)(6) 2025 programmed a1 with 3- 2+ on 0.4ma, 260us and 40 hz and a2 with 7- 6+ on 0.4ma, 260us and 40hz. Hereby the rep gave the patient the advice to play with the amplitudes, in a way to see if differentiating between the two programs, the boundary of effectivity can be increased. They also confirmed that they agree on the conclusion that the battery was not the source of the complaint, and that the experience of the patient may be/is having an influence on the perception. But they cannot think of any other explanation either. The pt recharges the battery every day/one and a half day. Maybe the patient does need to rest at this specific time point/it was wondered if the created heat of the charging resolve in pain reduction?? The leads are stated to be from 2016 and implanted at l5, regarding the potential for revision, it was stated that this kind of indication/lead placement is not standard of care and not reimbursed at this moment. Due to the complexity of the already in-situ system and the non-reimbursement, the physician has indicated the pt that a system revision will not be performed. Additional information was received. Regarding the statement ¿created heat¿, it was confirmed that there was no allegation of abnormal device heating; every charging session creates some heat at/around the ins. This was just a wild guess if this helps reduce the pain. It does not concern a complaint. It was also confirmed that the provided patient history / device history, did have a complaint that was previously reported (attached letter). The 90% allegation is for the current ins, the statement regarding 60% concerns the ins that had been explanted in 2022. Ts reviewed the analysis for the previous ins complaint (pe (B)(4)), confirming that the testing was conducted at 50% charge, and the output measured was within expectations. It was suggested that they now try to gather as much information as possible about the implanted components. Check if any abandoned components could be interfering with the active system and verify that the programmed components are correct to ensure stimulation is effectively reaching the intended electrodes, consider reprogramming the ins to stimulate different electrodes in the leads and observe if this results discuss with the hcp other strategies the patient could try to manage pain when these problems arise. The lack of trust in the battery could potentially be influencing the patient¿s perception of under-stimulation. This is an important factor to consider while exploring solutions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that reprogramming was performed on (B)(6) 2024, where the pulse width had been given free for the patient to change, to resolve the issue. Further follow up will take place the week of (B)(6) 2024. It was noted that device data report showed no anomalies.

Event description:
The following information was already reported in manufacturer report # 2182207-2024-04189. Information was received, from multiple sources (manufacturer representative, healthcare provider). Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that there was a reduction in the patient's pain therapy effect when the ins battery was below 90%. If the patient recharged back to 100%, the therapy was fully effective. The issue was not resolved. Surgical intervention did not occur. And was not planned. Additional information received, from a manufacturer representative. It was reported, that the cause of the therapy reduction issue was unknown. Follow-up with the patient was planned. And the issue was not resolved. Any additional information received, will be reported in this report. Additional information was received, from the rep reporting that the cause was not determined. Action taken was ¿tes¿. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that "tes" was supposed to be the word "yes" for follow up has occurred. No update or additional information was received about this patient from the clinic.